Event description:
Boston scientific received information that this right ventricular (rv) lead delivered inappropriate shock due to oversensing. There were no therapy exhaustion and no pacing inhibition noted for this patient. Additional information indicated that there appeared to be insulation breach which has possible fracture under the suture sleeve. This rv lead was explanted and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.